Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for replacement of the right atrial (ra) and right ventricular (rv) leads. The ra exhibited externalized conductors. The rv lead exhibited low sensed amplitudes and over-sensed noise resulting in episodes of high ventricular rate (hvr). Both leads were capped and replaced. Further information was requested but not received.